Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Reportedly, the patient underwent trabecular micro bypass stent system procedure in the right eye. No additional information was available.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Manufacturer narrative:
The device is not available; therefore product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history data for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop and malpositioned stent are identified in the labeling as known inherent risks of trabecular micro-bypass stent. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
Initially it was reported that a patient presented 5 months post-op with and iop "spike" (40 mm hg) following an uneventful cataract plus trabecular micro-bypass stent procedure. Through follow-up, the following additional information was received on 11/10/2018. The patient underwent anterior vitrectomy, cataract removal and istent placement on (B)(6) 2018. The patient had a pressure spike after surgery that was thought to be secondary to steroid use (durezol). At the four month post-op examination the patient¿s iop was noted to be 11 mm hg on cosopt drops and was subsequently taken off all iop drops. One month later the patient presented with an iop of 40 mm hg and the istent was viewed by (B)(4) and noted to be malpositioned. The following day the patient's iop had improved to 14 mm hg with the addition of cosopt drops. The patient reported no pain and was happy with their vision. The surgeon planned to monitor the position of the stent to determine if additional intervention was warranted. The surgeon consulted with the glaukos medical monitor who reported that the patient¿s iop was better with use of combination glaucoma drops and there is was no inflammation observed. The stent remains in the current position, and the surgeon will continue to monitor the patient through regular follow-ups.